Event description:
According to the complaint description, the ventilator was placed in standby mode by the user to enter a code for the turn flow sensor alarm, but when they restarted the ventilator, they received a ventilator error and the device had to be changed. They believe that the error code associated with this was disconnect from monitor. It was reported patient involvement. It was reported no intervention necessarily, no health or consequences to the patient, user or third party.

Manufacturer narrative:
Hamilton medical ag ref. Nr: b4 investigation is ongoing. Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.